Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer alleged that the basal iq feature did not suspend pump therapy. Blood glucose level was 55 m/dl. Although requested, the customer declined to perform troubleshooting and declined assistance from the clinical diabetes specialist.